Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit would not boot up. The customer reported that there was no patient involvement.

Manufacturer narrative:
Ventilator serial number was not provided.

Manufacturer narrative:
Ventilator serial number provided. Philips healthcare was not authorized to evaluate the device. No product was returned for evaluation therefore, no root cause can be identified. No ventilator serial number provided therefore, no service history record review can be performed. A follow up report will be submitted should new information becomes available. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. If parts are returned, the complaint will be reopened and an investigation will be performed. Philips healthcare was not authorized to evaluate the device.